Manufacturer narrative:
Evaluation method. The patient's lifevest was not returned for evaluation. Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed an allergic reaction consisting of a rash with hives under the garment. The patient had a history of allergies. The patient's physician advised the patient to use calamine and benadryl for the irritation. There is no indication of a device malfunction related to the irritation. The patient's irritation improved.